Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient underwent the replacement surgery because they experienced recurring incontinence. It was also noted the cuff component of the aus exhibited fluid loss. The explanted aus was retained by the hospital. Product investigation results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Updated with additional information.